Event description:
The laser system does not turn on. We are unaware about patient injury.

Manufacturer narrative:
The problem was due to the broken pfc board. After the replacement of this board, the laser system returned to correctly work. We are unaware about patient injury.